Event description:
Initial placement of the first stent, in the right iliac artery was successful. During post diagnostic stage a 7 fr performer sheath was advanced, without the introducer into the silver stent. The edge of the stent appeared to catch on the edge of the sheath, the edge of the stent was severely distorted, for the gold radiopaque markers had aligned on one side of the iliac artery. Even though the first stent was distorted, a second stent, ziv7-80-8.0-40 was passed through the first stent to treat a lesion that was outside the first stent. On the diagnostic follow-up the distortion of the first stent was noticed by the staff and a balloon expandable stent was placed on the distorted proximal end of the zilver stent.